Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2016 due to pain. Patient was converted to a competitor total knee. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Discarded.